Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Interrogation of the pump determined it was used to infuse saline. Analysis of the catheter (s/n: (B)(4)) found a user-related hole in the catheter body, and damage to the catheter body and/or guidewire that occurred during the implant procedure.

Event description:
The patient's pump and catheter were explanted on (B)(6) 2017 and returned for destructive analysis. It was stated that it was unknown if the issue was resolved at the time of the report. It was unknown if the device was replaced. The patient's medical history was asked and was unknown. Other medications that the patient was taking at the time of the event were unable to be obtained as they were not available to the manufacturer. The patient's weight was asked and was unknown. The patient's status at the time of the report was asked but unknown. No further complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.